Manufacturer narrative:
Internal complaint number: complaint (B)(4). Device was returned for evaluation. A visual inspection of the returned pump was performed and did not find any anomalies. An investigation showed that the pump primed and flowed within specification, at 93% efficiency. Flowonix CAPA 00030 has been issued to address pumps that are returned for volume discrepancies and the associated returned product investigations result in no product issues being identified. Analysis on a 33.0 cm section of returned catheter with no distal end, confirmed it was patent with air and sterile water for injection, with no other leaks observed.

Manufacturer narrative:
(B)(4).. Complaint # (B)(4). Initially was not reportable. Additional information was received on 07/01/2019 concerning explant.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump was subsequently explanted.